Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment. Due to the time elapsed, partial rinseback was performed, resulting in estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the amount of time elapsed before performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff attributed the air alarm to movement of the patient's arm during treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.